Event description:
Ipp distended scrotum; on (B)(6) 2020, I had a coloplast titan ipp model #90-9916snc serial # (B)(4) placed by dr. (B)(6) who is with (B)(6). The doctor did not list the lot number in the operative note. In (B)(6) 2020, one cylinder of this implant descending into my scrotum despite no unusual physical exertion or injuries and in the absence of an infection. In (B)(6) 2020 the other cylinder also descended into my scrotum, again, despite no unusual physical exertion or injuries and in the absence of an infection. Dr. (B)(6) told me that she could not give me a reason as to why this happened and stated "this just doesn't happen". She stated that she knows of no medical literature explaining this problem nor of any recalls being issued for this product. Dr. (B)(6) subsequently had to remove this device on (B)(6) 2020. Complications from this surgery have ensued. I tried to send a product feedback form to coloplast (https://www.coloplast.us/about-us/coloplast_samples/product_feedback/ ) but without the lot number, the form would not send. Perhaps this device should be investigated. I need information explaining why this would have happened, the causes of this happening, medical articles on this type of displacement, and any other information related to this issue, please. Thank you, (B)(6). FDA safety report ID # (B)(4).